Event description:
It was reported that prior to an MRI scan it was not possible to definitively determine p-wave sensing and atrial capture. The atrial output was reprogrammed during the scan, and post scan the system appeared to be operating properly. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.